Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h10, h11. Corrected filed: h6(component code). Additional contact details: name: (B)(6).

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) the doppler tether failed to retract. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue replaced the tether assembly ((B)(4)) and completed the preventive maintenance (pm). The fse then completed functional and safety checks per the service manual and passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).